Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her insulin pump alarmed no delivery. The patient's blood glucose exceeded 500 mg/dl. The customer treated via manual insulin injection. The patient was assisted with clearing the no delivery alarm. She mentioned that the infusion set cannula could have been bent. Troubleshooting was declined since the customer was going out to eat. The insulin pump was not returned for analysis.